Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 5155540/5155542/7071520. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4). Batch: 376198.

Event description:
It was reported that the patients leads were partially exposed behind the ear with skin breakage. It was also noted that the patient had an infection however the location was unknown. The patient underwent an explant procedure wherein all devices were removed. The explanted devices will not be returned. The patient was also given antibiotics.